Event description:
During an implant, the patient's blood pressure dropped. Lead perforation was noted. After drainage, the blood pressure was back to normal. However, the procedure was abandoned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and was found to be within specification.